Event description:
Reportedly, the ring was explanted at implant and replace by a valve, due to unk reasons. No further details were provided. The device will not be returned (discarded).

Manufacturer narrative:
Device not returned.